Event description:
It was reported that during a pta treatment procedure involving the superficial femoral artery, the blue max balloon "broke when the physician got ready to use it." The blue max balloon was removed and replaced with another blue max balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as "okay." Three attempts to obtain additional information from the complaint reporter have been unsuccessful. A supplemental MDR will be filed if additional information is received.

Manufacturer narrative:
The device has been received for analysis, but requires additional investigation, which is not complete at this time. A supplemental medwatch report will be filed when the analysis is complete.